Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 113 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with syringe. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined for high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.